Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had main drawer 1.2 cubie pocket b2 hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 main pocket b2 failed. The field service engineer (fse) worked with the customer remotely and ran diagnostics, which prompted the lid to open. The customer found a plastic bag hanging over the lid area, rearranged the medications, popped the pocket, and then reseated it. The system was rebooted, and the issue was resolved. Fse verified pocket recovered and can be accessed. The system functioned as intended after the field service engineer repaired the device.